Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported by the bwi representative, that while ablating the posterior wall the physician noticed that there was an effusion on ice. The physician performed a pericardiocentesis and removed 2l. The bwi representative does not know if the drainage tube was left in place. No other intervention was performed. The procedure was continued and completed successfully. The patient was stable throughout the entire procedure. They do not know if the ablation catheter is available for return. They also did not have any catheter information (catalog or lot number) during the call. The adverse event occurred on (B)(6) 2022. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was the procedure. Intervention provided was pericardiocentesis. The outcome of the adverse event was fully recovered (no residual effects). Patient was transferred to the ICU after procedure to recover. Generator information was piu s/n (B)(4). It was confirmed that 2l fluid removed during pericardiocentesis. Abbott brk & reprocessed agilis was used for the transseptal puncture performed. Ablation was performed prior to noting the pe or CT. There was no evidence of steam pop. Event occurred during the ablation phase. The flow setting for the irrigated catheter used was stsf 15 ml/min. Correct catheter settings was selected on the generator. Pump switching was not from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).